Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after getting a notifier for charge time limit reached. A capacitor maintenance was performed twice in clinic, with charge time limit reached for both. The device was explanted and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
No conclusion code available. Final analysis noted the reported field event of a charge time out was confirmed in the laboratory. The device was tested on the bench and the high voltage capacitors were unable to be charged. The cause of the field event is believed to be an open connection issue between components on the hybrid.